Event description:
As the surgeon was performing a bladder tumor resection using the gyrus pk super loop, he fired the loop and the loop separated from both polls of the electrodes tip. A loop portion fell into the pt's bladder and was retrieved from the pt with a pair of graspers. There was no pt harm.

Manufacturer narrative:
The complaint was confirmed. The loop was fractured off the electrode and was returned with the device. The loop fractured at the distal ends of the ceramic insulators. At the fracture site, the ends show a very clean break. There is no sign of charring which would indicate an electrical shorting condition that may have caused the loop to break off. The arms of the electrode are bent or twisted slightly along with the curvature of the loop, this would indicate some twisting force was applied to the device which would have lead to the loop breaking off.